Manufacturer narrative:
This report is submitted on 21 october 2020.

Manufacturer narrative:
This report is submitted on february 28, 2020.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020 because the he is undergoing cancer treatment including chemo and radiation which resulted in an infection. It is unknown if there are plans to re-implant the patient with another device.